Manufacturer narrative:
The insulin pump was received with an unresponsive up arrow button, due to corroded keypad traces. No anomaly related to display ramping on its own was noted. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube, cracked battery tube threads, minor scratches on the lcd window, and a missing end cap sticker. (B)(4).

Event description:
It was reported that a button was not responding on the customer's insulin pump. The customer did not recall any significant events leading up to the alarm. She was advised to discontinue use of the pump and revert to a back-up plan. The customer's blood glucose level was 90 mg/dl. Nothing further was reported.